Event description:
It was reported that waste fluid leaked due to the poor adhesion of the welding part of the outlet valve.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used 3 spring evacuator. Visual inspection of the sample noted no obvious visible defects. The evacuator was suctioned with methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using an in house tubing, and no leaks were observed. This meet specification per inspection procedure ip0970209, revision 17, which states, "no holes, rips, or cracks in components are allowed (inspection from 18-inch distance approx)." No root cause could be found because the reported event was unconfirmed. A DHR could not be performed without a lot number. The investigation is concluded, and no additional action is required at this time. The device was returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. As the reported event is unconfirmed a labeling review and risk review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that waste fluid leaked due to the poor adhesion of the welding part of the outlet valve.